Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the echo. Batch 2998 tested on (B)(6) 2015 using crrs3 lot r655: cell 1,3 = negative, visually negative. Cell 2 = negative, visually positive. Customer was advised that (B)(4) states that the echo may generate a negative result with capture-r plates, where upon subsequent visual inspection the cell appears weak positive or equivocal.

Event description:
A customer reported obtaining an unexpected negative result on the galileo echo when testing a patient sample with capture-r ready-screen 3 (crrs 3). The sample had a known anti-e. The well visually appeared positive, but was interpreted as negative by the instrument.